Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. The device was received with scratched lcd window and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump is scratched at the screen and hard to read. The caller requested a replacement. The blood glucose reading was 223mg/dl. No further information was provided.